Event description:
The delivery was a failed induction and the infant was delivered by cesarean delivery, however, the physician was unable to remove the infant through the surgical incision without assistance. Vacuum was applied to the infant's skull with significant secondary damage. At this time it is the opinion of two different teams of pediatric neurologists that this infant will have severe mental retardation, severe cerebral palsy and will be blind. There were multiple complications in the delivery process and the part of the injury that can be contributed to the use of vacuum has not been disclosed to the family. However, there were findings on the cat scan done while the infant was in the nicu that are suggestive of injury from the use of vacuum. Rptr believes the use of vacuum in this delivery, based on the advisory from the FDA sent in 1998, warrants investigation of the reason vacuum was needed in this delivery and a review of the training and experience of the individual(s) using the vacuum. It is rptr's understanding that the registered nurse in the delivery assisted with the set up and management of the vacuum, however they do not know to what extend the vacumm was managed by the nurse.